Manufacturer narrative:
Reporter email: (B)(6). Manufacturer's investigation conclusion: the reported event of a charging issue and red led alarm with the ubc was confirmed. During the evaluation of ubc-04339, the unit was found to have a pixelated display, damage to 3 feet, damaged housing, and cuts on cracks on the handle. The logic board also had a burned component. After the unit was powered on, a s0004 charging error occurred and a red light on charging port 2 appeared. The main board, logic board, display board, display label, housing, 3 rubber feet, and the top and bottom handle were all replaced. All tests were performed per procedure and all old labels were cleaned and removed. The system functioned as intended after repair. The main pcb, logic board, and display were forwarded to ppe for further analysis. Further analysis of the main pcb showed no signs of physical damage. The pcb was connected to a test power module and a s0004 charging error on channel 2 was observed. This error pertains to an issue with the discharging circuit. Pin 8 of ic u5 read 0v due to a damaged ic u7. U7 was replaced and the error message cleared. A test battery was able to charge in slot 2. The unit functioned as intended. The root cause for the reported event was due to a damaged component in the main pcb. Incidental findings: damaged housing the patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The universal battery charger (ubc) instructions for use (IFU) (rev. C) explains under the responding to advisory messages how to troubleshoot any errors or alarms. The universal battery charger (ubc) instructions for use (IFU) (rev. C) explains under the responding to advisory messages how to troubleshoot any errors or alarms. It states under the precautions section: "the metal contacts inside the ubc pockets should be kept clean and dry. Do not expose contacts to water, moisture, dirt, etc. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Ubc-04339 was shipped to the customer on (B)(6) 2010. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the universal battery charger (ubc) was not charging properly. The patient reported an error- f50004- and a red led on one of the charging slots on the ubc. The ubc was exchanged.